Event description:
It was reported to medtronic neurosurgery that an (B)(6) pt had a shunt revision. According to the report, the strata shunt was not draining properly. The valve was explanted and replaced with a contour valve.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.